Event description:
It was reported that one of prefilled cadd cassettes steady beeping then no disposable unable to resolved on first pump so changed to second pump and immediate beeping and then no disposable. No further details provided. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No lot number was provided; therefore a device history review (DHR) could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.